Event description:
As reported by the affiliate, this pt suffered a transient ischemic attack (tia) following stent deployment in the carotid artery. This male pt with a history of tia, arrhythmias, hypertension, hyperlipidemia, and previous aortic aneurysm was admitted for stenting of the common carotid artery to internal carotid artery (side unk). The lesion was 76% stenosed and was not calcified. The vessel was moderately tortuous. There was no reported contra-lateral disease. An angioguard xp was deployed successfully. The precise otw nitinol sys, 8x40 was advanced to the target site for deployment. The affiliate reported that there was not a tight seal between the stent delivery system and the hemostasis valve of the sheath introducer/guiding catheter during aspiration and the user did not aspirate prior to contrast injections; however, no air bubbles were noted at any time during the procedure. Right after the precise otw nitinol sys, 8x40 was placed, the pt experienced a tia and was unable to shake hands with the physician. There was no reduction in flow through or beyond the angioguard and there was no debris noted in the basket after the angioguard was retrieved. The symptoms disappeared after administration of an unk thrombolytic agent and the pt was discharged in stable condition.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Transient ischemic attack (tia) is a known potential complication associated with carotid artery stenting. Factors that increase the risk for post-procedural tia following stent placement include the pt's history (previous tia, stroke, etc) and presentation (acute or stable), procedural manipulations of treatment devices within the carotid artery (balloon inflation, stent expansion, etc) un-recognized intimal damage (micro-dissections, plaque rupture, etc) and/or vessel artery spasm. In this case, the pt has a known history of tia and presented with a high-grade stenosis. These factors increase the pt's risk for a major cerebrovascular event. There was no reduction on flow and there was no debris noted in the angioguard basket. It was noted that there was not a tight seal between the stent delivery system, and the hemostasis valve of the sheath introducer/guiding catheter during aspiration and the user did not aspirate prior to contrast injections. This may have increased the risk of air embolus during the procedure. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. Based on the available info, there are pt and procedural factors that may have contributed to the reported event. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2008-02060 and 1016427-2008-00226.